Manufacturer narrative:
Product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during basal delivery. Reportedly, the customer was hospitalized on (B)(6) 2014 with diabetic ketoacidosis. Customer was released from the hospital on (B)(6) 2014. There was no permanent damage to the customer. Customer stated that cartridges are frequently refilled and reused.